Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hepatectomy procedure, there were malformed staples. During the procedure, on the right hepatic artery, the device cut and stapled but the staple line was not totally correct: some staples were not closed properly. The reload used is a white reload (no more information). Spurts of blood (not important, no transfusion needed for this event) where the defective staples were. The surgeon performed a manual suture across the staple line to secure and used another like device to continue the procedure. The patient is well.